Manufacturer narrative:
This is a supplemental report to submit the lot number's manufacturing and expiration date.

Manufacturer narrative:
Additional information was received and the lot number was received.  Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The smart flex 10x100 bil 80cm stents were shortening significantly from the distal marker during deployment; the stent shortened and didn¿t cover the area intended. No other stent was added. There was no patient injury. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion is the fistula graft. The target lesion was not calcified or tortuous. The intended lesion was not located at the carotid bifurcation. A guiding catheter was not used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used any time during the procedure. The lesion was pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds have not pass through a previously placed stent. The stent expand fully with good wall apposition. The lesion was not post-dilated after stent implantation. The user is an experienced operator with this product and says that there is something different in the last 3-4 months with this stent compared to whenever he has deployed in the past. No other information was provided. The product was not returned for analysis. A device history record (DHR) review of lot 40660 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses incorrect length - too short/compressed¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, procedural factors may have contributed to the burst as evidenced by the report of no guiding catheter usage to support the sds during implantation. According to the instructions for use ¿the s.m.a.r.t. Flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Select stent length ¿ measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. The labeled stent length is the unconstrained stent length and the shortest the stent could be. The maximum constrained length is the length of the stent in the smallest indicated duct diameter. This length is indicated on the system with the proximal guidewire tube placement marker. The minimum constrained length is the length of the stent in the largest indicated duct diameter. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Neither the DHR not the information available suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The smart flex 10x100 bil 80cm stents were shortening significantly from the distal marker during deployment; the stent shortened and didn¿t cover the area intended. No other stent was added. There was no patient injury. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion is the fistula graft. The target lesion was not calcified or tortuous. The intended lesion was not located at the carotid bifurcation. A guiding catheter was not used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used any time during the procedure. The lesion was pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds have not pass through a previously placed stent. The stent expand fully with good wall apposition. The lesion was not post-dilated after stent implantation. The user is an experienced operator with this product and says that there is something different in the last 3-4 months with this stent compared to whenever he has deployed in the past. No other information was provided. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿stent-ses incorrect length - too short/compressed¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, procedural factors may have contributed to the burst as evidenced by the report of no guiding catheter usage to support the sds during implantation. As no lot number was supplied a DHR could not be completed. According to the instructions for use ¿the s.m.a.r.t. Flex biliary stent system is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. Select stent length ¿ measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. A. The labeled stent length is the unconstrained stent length and the shortest the stent could be. B. The maximum constrained length is the length of the stent in the smallest indicated duct diameter. This length is indicated on the system with the proximal guidewire tube placement marker. C. The minimum constrained length is the length of the stent in the largest indicated duct diameter. Stent deployment must be performed under fluoroscopic guidance. B. Grip the outer sheath and handle with one hand and the pusher tube with the other. C. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. D. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. E. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. F. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that the smart flex 10x100 bil80cm stents were shortening significantly from the distal marker during deployment; the stent shortened and didn¿t cover the area intended. No other stent was added. There was no patient injury. The product was stored, handled, inspected and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure/target lesion is the fistula graft. The target lesion was not calcified or tortuous. The intended lesion was not located at the carotid bifurcation. A guiding catheter was not used. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system (sds) did not pass through any acute bends. The delivery of the sds to the lesion was ipsilateral. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used any time during the procedure. The lesion was pre-dilated prior to stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds have not pass through a previously placed stent. The stent expand fully with good wall apposition. The lesion was not post-dilated after stent implantation. The user is an experience operator with this product and says that there is something different in the last 3-4 months with this stent compared to whenever he has deployed in the past. This is in addition to the report I submitted last month (case-2017-00009705) from same physician, same account, same product, same complaint. He said he¿s had several more of our stents that are doing the same as the last report. No other information was provided.